Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #2 submitted 06/30/2015. The pump was returned and investigated on 06/25/2015 with the following findings: on examination, there was visible moisture contamination behind the display lens. The duel vent was noted to be missing from the pump. A leak test was performed; there was no moisture ingress through the pump case or display. On investigation, the pump powered on with audible tone; however, there was no vibratory function. The display screen appeared multi-colored with distorted images. Upon confirming the verify screen, the pump gives a call service alarm (060), indicating a communication failure. The pump was opened for further investigation. Complete investigation of the pump was not possible due to internal moisture contamination found throughout the inside of the pump. Investigation confirmed moisture ingress into the pump¿s interior compartment due to the missing duel vents.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.